Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: nexgen porous femoral component size f right, item # 00595201602, lot # 61695367 trabecular metalâ¿¢ cruciate retaining monoblock tibial component: yellow, size 4 c-h,12mm, item # 00588604412, lot # 61463578. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to instability. No additional patient consequences were reported.